Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent revision wherein the ipg was explanted and implanted with a new one. Reportedly effective therapy was restored.

Manufacturer narrative:
The reported observation of ¿ipg connection issue¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was not ascertained. Based on the diagnostic logs the device was fully functional with a normal battery voltage prior to entering the service application state. No further information was provided from the field.

Manufacturer narrative:
Event date is estimated

Event description:
It was reported patient's pc displayed the message "generator is not paired" patient lost therapy and troubleshooting was unable to connect the generator with external devices no further action planned at this time.